Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -10.0/2.0/090 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Excessive vault and significant reduction of irido-corneal angles was observed. On (B)(6) 2022 the lens was explanted and on the same day different surgery a replacement lens of shorter length was implanted and the problem was resolved. Cause reported as other. Device failed to perform as intended.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry with residue/debris in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Claim# (B)(4).